Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited crosstalk. It was also noted that the lead was externalized which is most likely the cause of the large crosstalk amplitude. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
New information noted that the right ventricular lead exhibited high defibrillation impedance. No intervention was performed. The physician will continue to monitor.